Event description:
New information notes that the device was explanted. The patient did not experience any adverse effects.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion leading to premature elective replacement indicator was observed. No further information was available.